Event description:
The customer reported that following a left subclavian stent procedure via a right femoral puncture on 01/20/00, a vasoseal es was deployed. Some bleeding which occurred prior to deployment was controlled easily with manual compression. Following the deployment there were no obvious, or immediate complications and the pt had good femoral/pedal pulses. The following day the pt had a cold and pulseless right foot. The pt was taken to surgery where a cutdown procedure was performed and the collagen plug extracted and a vascular repair was made. Following surgery, the pt remained stable. No further complications were reported.

Event description:
Customer reported that following a radiology/stent procedure on january 21, 2000, a vasoseal es was deployed. On january 24, 2000, pt complained of a cold leg, with no pulses. An ultrasound was performed which revealed a thrombus. A thrombectomy was performed which the customer thought was the vasoseal es collage plug.